Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, when the forceps was opened, one of the pull wires was found to be broken and protruding from below the jaws. Both the scope and device were removed from the patient and the forceps was cut to allow for removal without causing scope damage. The scope was re-intubated and the procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.